Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Lens was returned in liquid in the lens vial. Visual inspection found the haptic and optic torn; a piece of the haptic was also missing. No similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, during an attempt to implant a (B)(4) implantable collamer lens diopter +19.5 into the patient's eye, the lens ripped. The lens ripped during advancement prior to insertion. Reportedly, there was no patient contact with the lens. A back-up lens was implanted. Attempts to obtain additional details have not been successful.